Manufacturer narrative:
(B)(4).

Event description:
It was reported that the opsite's flexifix gentle adhesive stays attached to the protective plastic and not to the film. In consequence the adhesive doesn't stick. This was noticed during treatment. The treatment was completed with a back-up with a small delay.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the reported event and the device or determine a root cause on this occasion. Probable root causes include: raw material issues and/or storage temperature. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.